Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The lesion was located in a severely calcified and tortuous mid to distal right coronary artery. The veriflex (mr) us 24mm 4.00mm was advanced and unable to cross the lesion. It was noted that the stent edge was lifted. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: as the device has not been returned a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).